Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The exposed right ventricular defibrillation coil became extrinsically distorted due to pul ling/stretching/overstress. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned without the stylet. The exposed rv coil was distorted at 55 cm, extrinsic damage. A fresh purple 16-62 stylet was able to be fully ins erted into the lead without restriction. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant, the physician was unable to advance the stylet the full length of the lead to guide the lead tip to the desired location. A sharp bend in the proximal access pathway was noted and several different sheath sizes were attempted. The physician thought the lead was broken and it was confirmed the defibrillation coil had been stretched out due to constricted vasculature and repeated insertions/removals. A different lead was used for implant. No patient complications have been reported as a result of this event.